Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was over 600 mg/dl, which was treated with a bolus. Blood glucose level at the time of the call was 562 mg/dl. During troubleshooting, the customer stated that there was a large air bubble in the reservoir. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.